Event description:
Pt reported obtaining a blood glucose result of 209 mg/dl, while using the suspect device. Based on this result, pt's spouse administered 10 units of 70/30 insulin. Pt indicated that, at the time the result was obtained, she was undergoing peritoneal dialysis, using a solution containing icodextrin - a labled interferent for the test strips. Pt stated that, shortly after insulin was dispensed, she began exhibiting symptoms of low blood glucose (confused, sweating, and starting to lose consciousness). Pt's spouse reportedly treated her with food (toasted bread). No additional treatment was received. Pt was advised, by technical support rep, that this test system is not appropriate for pts using this particular peritoneal dialysis solution. Pt's current condition: "stable". Technical support requested the return of the suspect product.